Event description:
It was reported that the surgeon inserted a three piece collamer lens and the patient's posterior capsule ruptured. The lens was removed without enlarging the incision and a vitrectomy was performed. A different lens was implanted and no sutures were required. The reporter stated the incident was not related to lens.

Manufacturer narrative:
Other(no complaint against the lens) - evaluation results - visual inspection of the returned lens showed that half the lens was torn off and missing, and there was a clear surgical residue on the lens.